Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited unacceptably high capture threshold. The patient was asymptomatic. The lead was capped and replaced along with generator replacement for normal eri. No adverse events were observed. The patient was stable before, during and after the procedure.